Event description:
Consumer purchased the tanning beds and has them set up in a commercial use environment. Consumer noticed a hair line fracture in the polymer "end cap" that supports the acrylic plexiglass where a consumer lays down on the tanning bed. Consumer also noticed some sagging in the plexiglass base of the bed. (Date unk) consumer contacted the dealer and spoke with a rep, who told consumer that he would attempt to get replacement end caps to the consumer. Rep told consumer that they could probably repair the tanning beds themself if he sent the parts. (Date unk) consumer awaited the receipt of the end caps but never received them from the dealer. (Date unk) consumer called the dealer on several other occasions to try and obtain the end caps. Consumer had no success. 10/01 consumer contacted the MFR in germany and spoke with a rep who told consumer that they were aware that the end caps occasionally can crack and fail. Rep told consumer that there was no immediate hazard to be concerned about. Consumer simply asked rep for the replacement end caps and they would repair the tanning beds themself. Rep referred consumer back to the dealer. Rep did not offer consumer anything. Consumer stated that the dealer kept referring consumer to the previous owner of the tanning bed co, but consumer told dealer rep that they were not interested in speaking with previous owners. Consumer told dealer's rep that they simply wanted the replacement end caps. Rep did not offer to send consumer the replacement parts. 2002 consumer sent a fax to the MFR again requesting the replacement end caps. Consumer has not received a response. Consumer is concerned that the malfunction of the end caps could cause the acrylic plexiglass bed base to collapse, which could expose consumer's body to come in contact with the high intensity 11,000 watt tanning lights. Tanning bed's ul listing is unk.